Event description:
It was reported during a faraview procedure, an error 1805-2 occurred shape unknow. Changing the catheter out did not resolve the error. No patient complications were reported. The procedure was incomplete. It was reported that when a third procedure was done, changing analog port on sis from 1 to 2 and resolved the event.

Manufacturer narrative:
Correction in section d1: brand name, d2a: common device name, d2b: pro code, d3: manufacturer name, d4: lot number it was indicated that the return of this device is not known. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the return of this device is not known. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a faraview procedure, an error 1805-2 occurred shape unknown. Changing the catheter out did not resolve the error. No patient complications were reported. The procedure was incomplete. It was reported that when a third procedure was done, changing analog port on sis from 1 to 2 and resolved the event.

Manufacturer narrative:
Correction to h8 usage of device. Investigation summary: based on the available information, the root cause of the message - 1805-2 farawave catheter shape is unknown presented which resulted in an aborted/cancelled procedure could not be established, as the product has not been returned for analysis and remains in-service at the facility. Device history record review/service history: service history was reviewed for the reported device and there were no service records after the console was installed at the facility. As there were no cases or complaints created prior to the currently reported events to suggest performance issues, it was considered fully functional with no issues from that date until the reported event date. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the rhythmia hdx mapping system device confirmed that the voltage and main post system errors are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the IFU was not followed.

Event description:
It was reported during a faraview procedure, an error 1805-2 occurred shape unknow. Changing the catheter out did not resolve the error. No patient complications were reported. The procedure was incomplete. It was reported that when a third procedure was done, changing analog port on sis from 1 to 2 and resolved the event.